Event description:
It was reported that the ventricular lead dislodged on (B)(6) 2010 and was repositioned. The next day, dislodgement happened again. Subsequently, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.